Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with a low reservoir alarm when the reservoir had 60 units of insulin. The customer¿s blood glucose level was 65 mg/dl at the time of the incident, and 93 mg/dl at the time of the call. The customer was using the insulin pump at the time of the incident. The customer experienced symptoms such as being light headed. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.